Manufacturer narrative:
Related manufacturer report number 2916596-2022-15702 for driveline infection. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had the chronic driveline infection, and recurrent pleural effusion. The event date has been estimated to be (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient ultimately expired on (B)(6) 2022 (refer to MFR # 2916596-2022-15598). It was reported that (B)(6)operated as expected and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported the first positive driveline culture was confirmed on (B)(6) 2020. The patient was treated with multiple oral antibiotics, eventually transitioning to intravenous antibiotics.